Event description:
It was reported that a device alarmed for system error 322 when a tech attempted to run the pump. It was also reported that the technician identified 2 additional occurrences of system error 322 in the device history log. It was reported that there was no patient injury or adverse event that required medical intervention.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.